Manufacturer narrative:
Device evaluation by MFR.: a promus premier ous mr 12 x 3.00 mm stent delivery system was returned for analysis. A visual examination of the stent found that the stent was damaged in the distal section of the stent with a strut lifted from its crimped position. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. Stent damage most likely occurred when the stent was pushed against the stenosed lesion during advancing attempts. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues with the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner extrusion found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. A 12 x 3.00 promus premier drug-eluting stent was selected for use; however, during advancement, the stent strut was lifted. The procedure was completed with another of same device. No patient complications were reported and the patient status was stable.

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. A 12 x 3.00 promus premier drug-eluting stent was selected for use; however, during advancement, the stent strut was lifted. The procedure was completed with another of same device. No patient complications were reported and the patient status was stable.